Event description:
It was reported that the patient experienced persistent ventricular arrhythmia. The patient was readmitted to the hospital from (B)(6) 2020. Defibrillation was performed on the patient. The causal relationship with the device was considered low but could not be denied.

Manufacturer narrative:
Section d1: correction. Section d3: correction. Section d4 (catalog number, lot number, primary unique device identification (UDI) number): correction. Section g1: correction. No further information was provided. The manufacturer is closing the file on this event.